Event description:
Consumer called for their patient using a plink meter. Has concerns with accuracy. Getting erratic readings. Analysis run on clark error grid using mean avg. Reading (59) vs. Bd readings (43, 103, 31) yielded data points in the d range of the grid, outside acceptable limits.